Manufacturer narrative:
The device was not returned to mmdg, and the complaint remains unconfirmed. Because no lot number was provided in the initial complaint and we have been unable to contact the initial reporter, a device history record review or any other further investigation has also not been possible.

Event description:
The initial reporter stated: "feeding bag primed and connected to patient & infinity pump, feed immediately started infusing into patient via gravity while pump was on pause and made long air bubbles. Feeding bag disconnected from pt. Rn primed using pump prime function and cleared out all of the air the pump made into line. Rn reconnected line to pt, re-started feeds, and feeds infused quickly with long air bubbles again. Rn disconnected line from pt and found bag to infuse gravity by itself." No injury to the patient was reported, and no further information has been provided, despite multiple attempts.